Event description:
Complaint from lfs germany. Entered by lfs milpitas from emailed form. Hard copy on file. Today (2002) a customer called to inform company about inaccurate results of their euro flash versus the results of the laboratory meter. In 2002 lfs customer measured their blood glucose with their euro flash meter in the morning. Due to the result of 153 mg/dl the customer injected 8 units normal-insulin. Around 11:00 - 11:30 am the customer was on the way and they could not "remind" what happened. Customer had been fallen into hypoglycemia and somebody called an emergency doctor. When the doctor arrived he injected them glugacon. In the meantime customer's family doctor arrived. Customer stayed at the hospital for 5 hours in 2002. Laboratory result was 80 mg/dl and the euro flash was 177 mg/dl.